Event description:
The manufacturer was contacted in reference to an everflo intl device. There was an allegation of a smoking concentrator, a burst host, the device displaying "a red error" and smoke coming out of the o2 outlet whenever the concentrator was turned on. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, it was found that the unit was emitting smoke, and the screen was displaying errors. All errors were because the canister was leakage zeolite. There was no cracked hose, manifold and compressor repair kit were found to be broken. No other device problems were found.